Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that the infusion set cannula was kinked at hip area, which caused the patient's blood glucose was elevated to 1100 mg/dl. Therefore patient had IV and fluids saline and insulin and patient went to emergency room and was subsequently hospitalized twice in the past week with acute diabetic ketoacidosis. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.